Event description:
It was reported that the micro oscillating saw heated up during a routine equipment eval at the user facility, by a MFR's service technician. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearings in the sag head assembly were found to be worn. The presence of worn bearings is likely to cause or contribute to the handpiece overheating.